Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd integra¿ syringes with detachable needles leaked medication past the stopper during their injections. Additionally, the customer was reportedly able to get a full dose by "pushing slowly" on the plunger. The following information was provided by the initial reporter: "been using bd syringes for 20+ years. Twice on the same date, the medication leaked past the stopper during injection. Customer was able to get full dose by pushing slowing on the plunger."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd integra¿ syringes with detachable needles leaked medication past the stopper during their injections. Additionally, the customer was reportedly able to get a full dose by "pushing slowly" on the plunger. The following information was provided by the initial reporter: "been using bd syringes for 20+ years. Twice on the same date, the medication leaked past the stopper during injection. Customer was able to get full dose by pushing slowing on the plunger."